Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). The investigation included a review of the calibration, qc data, and alarm trace: the calibration results were within the specified ranges. The qc results were within the specified ranges. The alarm trace contained one "sample short" alarm on (B)(6) 2025. The patient sample is not available for investigation. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys anti-hav igm result from one patient sample tested on the cobas e 411 analyzer (rack system). Lot#: 84163700 exp. Date: 31 mar 2026 - mat# 08086630190. Patient sample a on (B)(6) 2025, the patient was tested due to high transaminases. The elecsys anti-hav igm result was 0.31 ip (negative). The elecsys anti-hav total result was >60.00 iu/l (positive). On (B)(6) 2025: the patient sample was sent out to another laboratory due to severe liver disease: the polymerase chain reaction hav result was positive. The anti-hav igm result from an abbott-architect analyzer was 0.17 (non-reactive). Patient sample b on (B)(6) 2025: the elecsys anti-hav igm result was 12.56 ip (positive). The elecsys anti-hav total result was >60.00 iu/l (positive). On (B)(6) 2025: the patient sample was sent out to another laboratory: the polymerase chain reaction hav result was positive. The anti-hav igm result from an abbott-architect analyzer was 18.21 (reactive).

Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the calibration results were within the specified ranges. The qc results were within the specified ranges. The alarm trace had one sample short alarm on the date of event. The investigation determined that patient samples during the early seroconversion phase can lead to negative hav igm and positive total anti-hav results due to very low igm levels. The investigation did not identify a product problem.